Manufacturer narrative:
H8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a broken conductor wire at the wire entrance to jaw with no ceramic spacers. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding a broken black cable was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, vessel sealer extend instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical team inspected the instrument when it was removed from sterile packing and before connecting the cautery cable to the electrosurgical unit, noting nothing unusual or damaged. The issue occurred while the instrument was being used for blunt dissection. There was no loss of cautery associated with a broken/loose cable, nor were there signs of thermal damage at the site of breakage, and no arcing was observed. No collision with other instruments or tools was reported during the procedure. The loose cable did not result in any fragments falling inside the patient's anatomy; it simply appeared loose at the endowrist. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa). The following additional information was provided: it looks like one of the conductor wires is broken. No other damage is obvious.

Event description:
Refer to h11 for follow-up information.